Event description:
Related manufacturer reference number: 2017865-2022-09804. During a device replacement procedure due to normal elective replacement indicator (eri), the right ventricular (rv) lead was unable to be removed from the device header. It is unknown if this was due to the rv lead or the device. The rv lead was cut and replaced and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of could not untighten the ventricle set screw to remove the lead was confirmed. Analysis revealed that calcified blood was filling the ventricle set screw inset. The calcified blood was preventing the wrench from engaging the set screw inset in order to untighten the set screw. The wrenches cannot penetrate the calcified blood, so the wrench will just strip the portions of the inset it comes in contact with. When the calcified blood was removed from the inset, a wrench could then be fully inserted into it and was able to engage the set screw inset and untighten the set screw, which then allowed the lead to be removed. The blood came through holes punched through the septum by the torque wrench at time of implant.